Event description:
Paramedics responded to a person with an implanted pacemaker in cardiac arrest. The pt device was connected to the pt with disposable defibrillation/ECG electrodes and, based on the monitor display, the pt was diagnosed in pea. The pt was intubated and treated with drugs and CPR and then transported to the hospital. The pt died in the ER. According to the reporter, when the code summary was printed, it showed that the pt was in vf the whole time and should have been shocked.